Manufacturer narrative:
The report received from the (B)(4) smart pms for sfa indicated that 11 months after placement of 2 smart control stents ultrasound revealed 50-99% restenosis that was treated with poba. When the patient presented initially, the target lesion was the left superficial femoral artery. The rate of stenosis was 100%. A 6x150mm and a 7x120 smart control stents were placed in the lesion without any issue. Eleven months later, ultrasonography revealed restenosis in the placed stent from the mid to the distal. The lesion was treated by pta (poba) approximately 4 months later. The patient partially recovered 2 days later. During the initial procedure, there was mild calcification and tortuosity in the lesion. The lesion was pre-dilated before placement of the two stents but the balloon and inflation used are unknown. . It is unknown if the two stents were overlapping and if any post-dilatation was performed. The is unknown if the patient was prescribed any anti-platelet therapy pre, intra and post-procedure or if the patient was still taking anti-platelet medication when the ultrasound found the restenosis. The ¿patient was partially recovered¿ two days later was further clarified as ¿getting to resolve.¿ there were no additional adverse events. There was mild calcification and tortuosity. The lesion was pre-dilated before placement of the two stents but the inflation pressure is unknown. It is also unknown if the two stents overlapping during deployment. It is also unknown if post-dilation was performed. It is also unknown if the patient was prescribed any anti-platelet therapy pre, intra and post-procedure or if the patient was still taking anti-platelet medication when the ultrasound found the restenosis. The ¿patient was partially recovered¿ two days later is further clarified as ¿getting to resolve.¿ there were no additional adverse events. The patient was a (B)(6) female with medical history including pta (poba) of the lesion. (B)(4): the product remains implanted and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. In stent restenosis is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of 2 products involved with the reported event and are associated manufacturer report numbers 9616099-2014-00689 and 9616099-2014-00690.

Manufacturer narrative:
Additional details were received that there was mild calcification and tortuosity. The lesion was pre-dilated before placement of the two stents but the inflation pressure is unknown. It is also unknown if the two stents overlapping during deployment. It is also unknown if post-dilation was performed. It is also unknown if the patient was prescribed any anti-platelet therapy pre, intra and post-procedure or if the patient was still taking anti-platelet medication when the ultrasound found the restenosis. The ¿patient was partially recovered¿ two days later is further clarified as ¿getting to resolve.¿ there were no additional adverse events. Additional information is pending and will be submitted within 30 days upon receipt. This is one of 2 products involved with the reported event and are associated manufacturer report numbers 9616099-2014-00689 and 9616099-2014-00690.

Event description:
The report received from (B)(6) indicated that 11 months after placement of 2 smart control stents ultrasound revealed 50-99% restenosis that was treated with poba. When the patient presented initially, the target lesion was the left superficial femoral artery. The rate of stenosis was 100%. A 6x150mm and a 7x120 smart control stents were placed in the lesion without any issue. Eleven months later, ultrasonography revealed restenosis in the placed stent from the mid to the distal. The lesion was treated by pta (poba) approximately 4 months later. The patient partially recovered 2 days later. During the initial procedure, there was mild calcification and tortuosity in the lesion. The lesion was pre-dilated before placement of the two stents but the balloon and inflation used are unknown. It is unknown if the two stents were overlapping and if any post-dilatation was performed. The is unknown if the patient was prescribed any anti-platelet therapy pre, intra and post-procedure or if the patient was still taking anti-platelet medication when the ultrasound found the restenosis. The ¿patient was partially recovered¿ two days later was further clarified as ¿getting to resolve.¿ there were no additional adverse events.

Manufacturer narrative:
(B)(6). (B)(4). The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt. This is one of 2 products involved with the reported event and are associated manufacturer report numbers 9616099-2014-00689 and 9616099-2014-00690.